Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an audio tone/vibration (no sounds) issue. The reporter stated that the pump was not beeping to alarm that the cartridge was low. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/08/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/12/2013 with the following findings: during testing, the pump powered on with vibratory and audible sounds. The display screen was discolored. A test screen was installed and displayed normally. It was confirmed that all the sound settings were set to high. A low cartridge warning was reproduced; the pump gave the appropriate sound and displayed the correct message on the screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.